Event description:
A medtronic ent rep reported that the site was unable to track instruments during an ent procedure. He said that she explained that all of the instruments were flickering and that the surgeon discontinued use of the system for the procedure. The case was completed and there was no impact on the pt outcome.

Manufacturer narrative:
Pt weight was unavailable from the site. The camera was returned for evaluation and found to have slightly above normal line separation, but passed aak tests and was fully functional. A software investigation found that this issue will be continually monitored in a medtronic software anomaly tracking database. The camera was replaced and there were no further issues. The system was evaluated at the site and found to be fully functional.